Manufacturer narrative:
Further investigation into this complaint included a quality data review. Investigation is summarized as follows: nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to leaks outside of the system solutions drawer and/or leaks due to a faulty float reservoir sensor. The query identified two related records: the first is a CAPA investigation related to leakage that originated in the system solutions drawer. This investigation addressed system solutions drawer leakage that spread beneath or beyond the instrument footprint, which is a fall/slip hazard and a reportable event. It also identified reservoir float sensor failures as one of the root causes of the leak events. Therefore, this record is related to leaks that spread beneath or beyond the instrument's footprint, and to leaks due to a faulty float reservoir sensor. The second is a potential non-conformance (pncr) for a workmanship issue with gems reservoir lysis sensor resulting in a leak, which triggered a supplier corrective action request. Therefore, this record is related to leaks due to a faulty float reservoir sensor. The following corrective actions opened out of the above CAPA investigation have not been completed and/or not shown to be effective: action plan for leak containment within the system solution drawer has shown feasibility of the design improvement, however the implementation of the design change has been delayed. Supplier investigation for gems reservoir sensors failing to detect a full bottle of liquid has been completed and action plan has been implemented. However, there is no effectiveness check (ec) for this action plan, and there are failures of the sensor still reported from the field. Requirement not met: based on the two design deficiencies identified in CAPA investigation (the system solutions drawer enclosure design, which includes six thru holes at the bottom, allowing liquid to escape and faulty reservoir sensors fail to detect a full bottle of liquid) and because these causes have not been mitigated at this time, in addition to team and management discussion, complaints associated with leaks from the system solutions drawer and complaints associated with leaks due to gems sensor will be dispositioned as "confirmed".

Manufacturer narrative:
Investigation into this complaint included an existing data review and a complaint history review. The investigation is as follows: service history review the service history search did not find any prior service tickets related to a leak due to a connector in the system solution fill station on an alinity m system, ln 08n53-02, sn (B)(6). Customer data review photographs were attached to the complaint ticket, evidencing a leak that spread beyond the instrument footprint, and a leak under the bulk fill tubing. Nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to a leak due to a connector not connected correctly in the system solution fill station on an alinity m system, ln 08n53-02, as documented in the complaint ticket under review in this investigation. The query returned 1 quality record (qr), which addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint. Although, the system solution fill station connector is not a root cause of investigation for the qr, the issue addressed in this complaint (evb connector loosened on the system solution fill station on an alinity m system) resulted in a leak that spread beyond the instrument's footprint and is therefore related. Complaint search a complaint search was performed to identify past complaint tickets for any instances of leak due to a connector not connected correctly in the system solution fill station on an alinity m systemln 08n53-02. The complaint history review identified a total of 3 complaint tickets, including the ticket under review in this investigation. The other two tickets were independently investigated and did not identify a product deficiency. Additional review of alinity m leak complaints will be performed.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported a leak underneath and behind the system solutions drawer of their alinity m system. It was reported that the leak was under the footprint and some extended beyond the footprint of the instrument. The field service engineer (fse) noticed that evb spilling from a connection on the way to the bulk fluids dispense assembly. Fse cleaned up the spilled liquid and reseated and fully tightened the loose connection, no leakage observed. The system is operating as expected and customer has accepted instrument for use. It was confirmed there was no exposure nor injury associated with this leak.